Event description:
Reportable based on device analysis completed on 05jan2026. It was reported balloon twisting occurred. The 75% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 6.0 x 100mm, 135cm ranger drug coated balloon was advanced. During the procedure, it was noted that the balloon twisted and it could not be resolved even after pressurizing up to 10 atmospheres. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed balloon tear.

Manufacturer narrative:
Investigation results: device technical analysis upon receipt at our post market quality assurance laboratory, a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 24mm in length and extended from a position 21mm proximal of the distal markerband to 2mm distal of the distal markerband. The balloon material was visual examined and no twist was noted. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination identified a shaft kink approximately 40mm proximal from the distal tip. No other issues were identified during the product analysis. Device history record (DHR) review. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review. Review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review. A review of the ranger (dcb) device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Manufacturer narrative:
Device evaluated by MFR: the ranger device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 24mm in length and extended from a position 21mm proximal of the distal markerband to 2mm distal of the distal markerband. The balloon material was visual examined and no twist was noted. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination identified a shaft kink approximately 40mm proximal from the distal tip. No other issues were identified with the device.

Event description:
Reportable based on device analysis completed on 05jan2026. It was reported balloon twisting occurred. The 75% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 6.0 x 100mm, 135cm ranger drug coated balloon was advanced. During the procedure, it was noted that the balloon twisted and it could not be resolved even after pressurizing up to 10 atmospheres. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed balloon tear.